Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.25 x 24mm stent delivery system (sds) was returned for analysis. The stent was not returned with the device. Visible crimp stent markings evident on balloon walls. The balloon cones were folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 70-75% stenosed target lesion was located in severely tortuous and severely calcified distal left circumflex artery. Following pre-dilatation, a 2.25 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The device was removed safely, however, when the physician checked the stent status post procedure outside patient's body, the stent was accidentally dislodged from the balloon. The procedure was completed with a different device. No patient complications reported and the patient status was stable.